Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a cracked housing. Event log history could not be performed because it was impossible to download the event history log (ehl). During analysis, the device was powered up and alarmed "ec 1660" which is an issue with processor on the circuit board. Subsequently, the circuit board was replaced to correct the reported problem. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd legacy plus pump exhibited "error 1660" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.